Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpacking of the 2.5 x 28 mm xience pro x stent delivery system (sds), the shaft of the sds was observed to be separated into 2 pieces when removed from the coil dispenser. It was stated that the resistance was not felt when the sds was removed from the coil dispenser. The device was not used in the patient and there was no patient involvement. A new sds was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that inadvertent mishandling during unpackaging resulted in the noted multiple bends in the hypotube and ultimately resulted in the reported shaft detachment; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.